Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a follow up after receiving inappropriate shocks. Upon interrogation, the device was found to be in back-up reset mode. During the surgical procedure, lead damage was noted under the suture sleeve. The lead was explanted and replaced.